Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files did neither indicate recorded quality problems nor rejections related to this incident. If no further information is becoming available, MFR considered this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6). User's narrative from initial report: "a portion of the needle broke off in the patients back. Surgical removal of broken portion of needle."